Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was manufactured on august 30, 2016. There were (B)(4) paks associated with this lot. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmology reported that during a vitrectomy procedure the laser probe tip would not fit through the cannula. The case was completed using an alternate laser probe with no harm to the patient.